Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that, approximately three hours post index procedure, the patient presented with a cold leg while in the recovery unit. The patient was brought back to the operating room and an angiogram revealed a clot in the endurant ii stent graft limb that was implanted on the ipsilateral side. The limb was inaccurately delivered above the flow divider during the index procedure. The physician elected to remove the clot and balloon the endurant stent graft limb. Blood flow through the stent graft limb and perfusion was restored. The physician stated that the cause of the event is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.